Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient was on epidural infusion was found displaced once patient returned from the bathroom. When the anesthetist was trying to reinforce the dressing, the line snapped in two. No patient harm was reported.